Manufacturer narrative:
The manufacturer's service rep performed an on site investigation. A connector was replaced. The system operates as intended.

Event description:
The customer reported that the stenoscop system was having power issues. No patient injury was reported.